Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon applied the jaws of the clip applier to the vessel and the clips came out malformed and bent. Another device was opened and the procedure was completed. No patient consequence reported.

Manufacturer narrative:
(B)(4). Additional information: was the clip fully advanced into the jaws prior to firing? Yes. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No. What type of structure was the device being fired across? Cystic artery. Which firing did the incident occur on? First and subsequent. Were there any feeding issues experienced with the device? The clips were malformed. Was the surgeon able to visualize a clip fed into the jaws prior to firing the device? Unknown. The analysis results found that the device was returned with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, three scissored clips. It is known from the history of the device that the incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips which may result in clip malformation. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.